Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's patient circuit disconnect alarm was not working as expected. The initial reporter advised that they were using pediatric passive heated patient circuits, and when the circuit becomes disconnected from the patient's trach it does not always provide a patient circuit disconnect alarm. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue. Ventec has made multiple attempts to obtain additional information about the patient, but no response has been received.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its alarm not working as expected could not be duplicated or confirmed. Ventec tested the device on the customer's settings and circuit type, but no discrepancies were observed. The alarm was set to 2 breaths and it activated at 2 breaths every time. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.